Manufacturer narrative:
(B)(4). The transfer set has been reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set experienced a leak. The reporter indicated that the location of the leak was unknown. The leak occurred during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.